Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. The complaint for "leaflet thickened" was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. As reported, on post-operative day 1, the patient experienced hemoptysis due to the ultrasound probe, leading to problems with starting the heparin treatment. A CT scan was performed and no thrombus or leaflet thickening was observed. Oral anticoagulants are recommended for at least 6 months post procedure along with routine follow ups to check for any possible thrombus formation. Therefore, the most likely cause of this event is due to patient factors , especially considering the efficacy of the anticoagulant treatment administered. Leaflet thickening may also occur as the result of leaflet damage, difficulty to release implant, patient anatomy/pre-existing conditions. Additionally, as there were no confirmed nonconformances identified concerning the product itself, labeling, instructions for use (IFU), or training materials that affect distributed product, and no other action triggers were met, no specific preventative or corrective actions were deemed necessary.

Event description:
As reported by the edwards lifesciences affiliate in spain, edwards received notification of an evoque procedure in tricuspid position where on post-operative day (pod) 1, the patient experienced hemoptysis due to the ultrasound probe, leading to problems with starting the heparin treatment. On pod 4, the mean gradient was 5-6 mm hg and thickened leaflets were noted. There was no repeat trans-esophageal echo due to the hemoptysis. Additionally, there was a small leak in the anterior-septal (a-s) commissure that has increased a bit, and severe right ventricular dysfunction as expected. The patient remains in the hospital on heparin therapy. A CT will be performed to check leaflet thickening / thrombosis that creates valve stenosis. .

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h11. The initial MDR report stated that a CT would be performed to check for leaflet thickening and thrombosis that creates valve stenosis. Updated information received states that the CT was performed showing no thrombus or leaflet thickening with no repeat gradient. However, the gradient was 5.7 mmhg at discharge. There were no further actions planned.